Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
During a ventricular tachycardia ablation procedure, a rhythmia hdxtm mapping system was selected for use. It was reported that due to incompatibility of rhythmia and a non bsc device heartmate3 the procedure was aborted without treating the patient. Physician reported that he was not aware that rhythmia system was not compatible with the heartmate 3 device. Although other fcs have experienced that the heartmate 3 makes rhythmia procedures impossible, this was never communicated to him. Physician also explained that the reason why rhythmia is not compatible with the implant heartmate3 an implanted device which supports left ventricle function, is because it disturbs the electromagnetic position measurement of rhythmia. Therefore, catheters cannot be seen on the rhythmia screen. There were no patient complications, but the patient was on the table with punctures in the groin and the transseptal puncture.